Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating,basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5 v. The loaded voltage display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was 17.3 mmol/l at the time of the incident. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.